Manufacturer narrative:
Additional concomitant medical products: (B)(4) lead, implanted: (B)(6) 2004.

Event description:
It was reported that the right atrial lead had intermittent undersensing, which was noted during a recorded episode of atrial arrhythmia. The lead remains in use. No patient complications have been reported as a result of this event.